Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has pushed out of the implant location. On (B)(6) 2014 the physician relocated the ipg pocket site, as a result an extension was also implanted.